Event description:
Customer stated a patient on telemetry with paced ECG wave was flat with pacer spikes. A nurse reported that central was counting the pacer spike as heart rate (hr) even though the patient was deceased.

Manufacturer narrative:
A philips field service engineer (fse), went on site to troubleshoot the cause of the issue. He determined, from the obtained strips, that the pacemaker detection was not turned on. The pacemaker beats were labeled as "n" for normal instead of "pa" for paced. Intellivue information center, instructions for use, states "if you do not have a checkmark in the patient paced box, pace pulses could be detected as beats and the monitor may not alarm for an asystole condition. Keep pacemaker patients under close observation. When monitoring paced patients, it is important to set the pacing status correctly to enable pace pulse detection. Some pace pulses can be difficult to reject. When this happens, the pulses are counted as a qrs complex, and could result in an incorrect hr and failure to detect cardiac arrest or some arrhythmias." There have been no further calls logged from the customer regarding this issue with this device. The device remains in use at the customer site and is considered to be fully functional.